Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. Aneurysm and vessel morphology are unknonw. It was reported that the stent graft placement was uneventful: however, at the end of the procedure the iliac arteries tore while being sutured and consequently the pt hemorrhaged and expired. Add'l info is pending.